Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer stated there are no r1 or paz files available. The customer adjusted the correlation factors for thb and made comparative measurements. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results for two patients run on two rp 500e instruments. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation: the difference observed in thb values between the two rp500e systems is directly related to dissimilar thb correlation coefficients applied. The optional correlation coefficient feature in setup applies a slope and/or bias which is mathematically applied to the measured parameter. For the thb to agree well the correlation coefficient values selected for thb in the setup must be the same on both systems. As the two rp500e systems have different sets of correlation coefficients applied to the thb parameter (stated by the customer), comparative analyses will reflect a divergence in the reported thb based on the magnitude of the applied factors.